Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm, weak battery and off no power anomaly. The customer states they changed out the battery, but the issue remains and the battery does not last as long as its suppose to. The customer's blood glucose level was between 100mg/dl and 130mg/dl. The customer was advised that replacement battery cap would be sent out. The customer was advised to monitor the device.